Event description:
The manufacturer's representative reported that the patient was experiencing "no benefit" from pump therapy despite very high doses of lioresal. The pump contained lioresal 2000 mcg/ml; daily dose is unknown. A catheter dye study was performed, but results were inconclusive. The hcp decided to replace the catheter due to symptoms and decided to do elective pump replacement at the same time since pump was almost 4 years old. The patient recovered without sequela.